Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
A patient reported blood glucose results of "29.0 and 20.0 mmol/l" with a lifescan meter performed within 10 minutes of each other. Lifescan is replacing the meter.